Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer 4500165958 were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. The actual date when the medical event occurred is unknown. The date listed is the date when abbott diabetes care became aware of the event. It should be noted: the date of manufacture of the device is unknown. The date listed is the date when abbott diabetes care became aware of the issue. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that approximately two years prior to calling adc customer service on (B)(6) 2015 she encountered a calibration code issue with her adc blood glucose meter. Customer further reported that on an unspecified date/time "last week" she experienced "anxiety and tiredness" and noted being treated with an unspecified "injection" by someone other than herself. No further information was provided. There was no report of death or permanent injury associated with this event.